Manufacturer narrative:
H10: during follow up with the customer on 02apr2024, it was reported that the customer upgraded the display to the second generation. The issue was resolved, and the device was returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
00884838020054.

Manufacturer narrative:
H11: below verbiage was missed during initial report. Philips received a complaint from the customer, reporting that the v60 ventilator had a dark display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dark display and could not be adjusted. The rse advised the customer, that the user interface (ui) assembly can be replaced, or the customer can rebuild the current display for a 2nd generation display upgrade to correct the issue. The customer was provided with instructions, and part numbers for replacements. H10: a follow up with the customer was performed, and the customer reported the display would be upgraded. The repair is pending.